Event description:
It was reported that during a lap colon procedure, in the middle of the staple line the staples were malformed. Another like device was used. There were no pt consequence.

Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.